Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). The patient was connected at the time of the alarm. This occurred during dwell 6 of 6 of peritoneal dialysis (pd) therapy. The patient indicated that there was a leak inside of the homechoice machine and that the electrical parts were impacted. It is unknown how/if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a leak in the disposable is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.